Event description:
Conmed japan reported on behalf of the customer that the device ias12-100lpi, airseal 12/100mm lpi port was being used on (B)(6) 23 during an unknown procedure when it was reported ¿the trocar tip was broken during the surgery. When the surgeon tried to puncture the port, there was a fragment left on the patient¿s body, and it was found to be defective. The fragment was retrieved by forcep.¿. The procedure was completed with the same alternate device. There was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Received one ias12-100lpi in unoriginal package. Lot number was not verified. Performed a visual inspection, the complaint was confirmed. The trocar was chipped on the distal end. Root cause cannot be determined, however, based upon evaluation of the device; a possible cause of this event could be excessive force. A two-year lot history review cannot be conducted as a lot number was not provided. A device history review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 99 complaints, regarding 99 devices, for this device family and failure mode. During this same time frame 1,080,018 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.000009. Per the instructions for use, the user is advised to use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. Ensure that adequate pneumoperitoneum or pneumorectum is established. Ensure that the patient is properly positioned so that organs are away from the penetration site. Direct the airseal access port¿s tip away from significant vessels and organs. Do not use excessive downward force. We will continue to monitor for trends through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of the customer that the device ias12-100lpi, airseal 12/100mm lpi port was being used on (B)(6) 2023 during an unknown procedure when it was reported ¿the trocar tip was broken during the surgery. When the surgeon tried to puncture the port, there was a fragment left on the patient¿s body, and it was found to be defective. The fragment was retrieved by forcep.¿. The procedure was completed with the same alternate device. There was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Correction: the rate of failure was corrected from (B)(4). Manufacturer narrative: received one ias12-100lpi in unoriginal package. Lot number was not verified. Performed a visual inspection, the complaint was confirmed. The trocar was chipped on the distal end. Root cause cannot be determined, however, based upon evaluation of the device; a possible cause of this event could be excessive force. A two-year lot history review cannot be conducted as a lot number was not provided. A device history review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 99 complaints, regarding 99 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. Ensure that adequate pneumoperitoneum or pneumorectum is established. Ensure that the patient is properly positioned so that organs are away from the penetration site. Direct the airseal access port¿s tip away from significant vessels and organs. Do not use excessive downward force. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of the customer that the device ias12-100lpi, airseal 12/100mm lpi port was being used on (B)(6) 2023 during an unknown procedure when it was reported ¿the trocar tip was broken during the surgery. When the surgeon tried to puncture the port, there was a fragment left on the patient¿s body, and it was found to be defective. The fragment was retrieved by forcep.¿. The procedure was completed with the same alternate device. There was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.